Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID dvab2d1 (bwr601100s); product type: 0235-ICD; implant date (B)(6) 2018; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) indicated that short circuit protection was triggered during high voltage therapy for an episode of ventricular fibrillation (vf) resulting in less than the programmed high voltage energy being delivered. It was noted that there were three vf episodes in total. The first episode terminated successfully, the second episode showed reduced energy shock but was still successfully terminated, and the last episode showed six reduced energy shocks were delivered which failed to terminate. External defibrillation was administered and the arrhythmia was terminated. The patient was hospitalized and the ICD was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.